Manufacturer narrative:
Additional information g4, g7. H10. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that patient side occlusion over 12.7 psi. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed preventive maintenance. Replaced membrane frame (discolored). A review of the device history record for (B)(6) was performed from date of manufacture 01/10/2019 to present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to performed preventive maintenance. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported that patient side occlusion over 12.7 psi. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that patient side occlusion over 12.7 psi. No patient involvement.